Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and sepsis. It was reported that the patient experienced endocarditis. There were no additional adverse effects reported. This ra lead was explanted.